Event description:
Caller reported that the tandem mobi pump battery would not charge, leading to a pump shutdown. Despite the shutdown, the customer's blood glucose level did not exceed 500 mg/dl, indicating no severe adverse impact. The customer continued to use the pump for insulin therapy.